Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she visited her gynecologist for removal of the remaining piece and was prescribed antibiotics to prevent infection. She indicated that the same event occurred with her (B)(6) year old daughter.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product and evaluation is anticipated.